Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator power turned off when it started to release carbon dioxide. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address line 1: (B)(6).